Event description:
Report received regarding an unspecified patient who was on crrt for 4 days. At 10 pm on (B)(6) 2014 a new cartridge was loaded, at 3am the next morning the patient's free hemoglobin had progressed from 1g to 2g. On the evening of (B)(6) 2014, the patient was transfused with 2 units packed red blood cells. Patient demographics and treatment information have been requested but not provided. The reporting physician is looking into medical causes of the hemolysis. No further information is expected.

Manufacturer narrative:
On site service was performed for the cycler. A prime and alarms test was completed with no alarms. One of the two available disposable cartridges was returned for evaluation. A leak was observed from the arterial pressure pod. Return of the second cartridge, therapy fluid bag and thumb drive containing the cycler log files are pending. A review of the complaint database did not yield any similar complaints with this cartridge lot number.